Event description:
It was reported that post implant, a realize band during a routine fill, the surgeon noticed there was no fluid in the band. Testing was performed under contrast and no leak was noticed. The patient was taken to the or and band removed. After removal of the band the band was tested. It was found that the leakage was within a fold in the band. The curved band was implanted. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.